Event description:
Information was received from a consumer and healthcare provider via company representative regarding a patient with an implantable pump containing fentanyl (1380 mcg/ml at 460 mcg/day). It was reported that the patient stated her pump had been flipping the last several months due to her losing 70 pounds. The healthcare provider had planned on moving the pump from the abdomen to the back flank. After opening the pockets, it was determined her existing pump segment was frayed. He moved the pump from the front to the back and he replaced the old pump segment with a new one. Catheter was now aspirating fine. Issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8784 lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 09-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.